Event description:
It was reported that tandem mobi pump generated cartridge alarm during use, and there was no indication of exposure to magnets or problems during loading. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm type, instructed caller to remove cartridge and deliver 9-unit bolus with explanation that insulin on board would be affected, and caller successfully completed bolus, reloaded original cartridge, and resumed insulin therapy, so issue was resolved with no further actions reported.